Event description:
Legal counsel reports patient underwent total hip arthroplasty on (B)(6) 2004. Legal counsel for patient reports patient allegations of pain, swelling, loosening of acetabular component, infection, and metallosis. Subsequently, it was reported patient underwent a revision procedure on (B)(6) 2013. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. " this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-06050 & 2014-03384).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel reports patient underwent total hip arthroplasty on (B)(6) 2004. Legal counsel for patient reports patient allegations of pain, swelling, loosening of acetabular component, infection, and metallosis. Subsequently, it was reported patient underwent a revision procedure on (B)(6)2013. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient operative (op) notes reports a right hip incision and drainage (I&d) procedure was performed (B)(6) 2013 due to pain and sepsis. Op report further notes presence of brown, turbid fluid; discolored scar; metallosis; tendon degeneration; necrotic-appearing subcutaneous tissue; and purulence. Additional information received from patient op notes reports a right hip revision (B)(6) 2013. Op report further notes the presence of gross purulence both subcutaneously as well as in the deep tissue, and metallosis throughout acetabulum with defects filled with an amorphous gray material. Additionally, notes report the acetabular component was vertical. The cup, head, and stem were removed and replaced with antibiotic cement spacers.